Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed a penumbra smart coil (smart coil) into the target vessel and then attempted to detach the coil using the handle but was unsuccessful. Another attempt was made to detach the coil using the same handle and was successful. It was confirmed that the black alignment zone on the coil pusher assembly was fractured. Thereafter, the procedure was completed using a new handle and an additional smart coil without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the penumbra smart coil detachment handle (handle). Conclusions: evaluation of the returned device revealed that the handle was functional. The handle was tested on the handle fixture three times. The handle actuated correctly and passed for both throw distance and pull force three times. The handle was then used to detach a demonstration smart coil. The smart coil detached from its pusher assembly without an issue. The root cause of the reported issue could not be determined. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.